Manufacturer narrative:
H10: the service engineer (se) evaluated the device and confirmed that there was a misalignment in the touch position. The se attempted to calibrate the touchscreen, but the issue was not resolved. The touchscreen was then replaced to resolve the issue.

Manufacturer narrative:
H10: the suspected touchscreen was returned to philips for failure investigation. The technician documented the following conclusion/root cause: the product investigation lab (pil) tech verified that the touch screen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touch screen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no fault found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator had a touchscreen that was not responding. The device was reviewed by a sales representative, and the representative confirmed that the touchscreen was not responding for the "alarm reset", and "information message" messages that are near the upper part of the screen. The investigation is ongoing.